Manufacturer narrative:
Other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2013 explanted: product type catheter. Analysis of the pump found that there were no anomalies. Analysis of the catheter found that there was damage to the transition tube of the catheter body. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. There was no known issue. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
Eval code-conclusion 11 has been changed to code-conclusion 67. If information is provided in the future, a supplemental report will be issued.